Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and ovarian cyst outcome was unknown. The reporter considered device dislocation and ovarian cyst to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and ovarian cyst outcome was unknown. The reporter considered device dislocation and ovarian cyst to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s)") and device dislocation ("migration of implant") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart murmur, cartilage injury, anemia, angina pectoris, palpitations, iron deficiency, bronchitis, cardiac pacemaker insertion and acute sinusitis. (B)(6) 2017: urine dip is positive for leuks. Concurrent conditions included hypertension, heartbeats irregular, asthma, insomnia, tubal ligation, cholecystectomy, cholecystitis, vaginitis, vulvovaginitis, urinary tract infection nos, hematoma, implantable loop recorder, low back pain, unilateral leg pain, shortness of breath, cardiac catheterization, blurred vision, heartburn, diplopia (right), ptosis (right) and dizziness. Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, budesonide;formoterol fumarate (symbicort) and mirtazapine (remeron). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 10 years 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (bilateral salpingectomy with left side oophorectomy and had surgery to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, ovarian cyst, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain outcome was unknown and the nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fallopian tube perforation, headache, menorrhagia, migraine, nausea, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in insertion date: (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: conclusion: no acute disease.. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: final microscopic diagnosis a fallopian tube, segment of. Clinically right b fallopian tube, segment of clinically left c. Ovary, clinically left, benign cystic teratoma.. Ultrasound abdomen - on (B)(6) 2009: impression: cholecystitis with slight thickening of the wall if the gallbladder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and mr received: reporter's information, patient demography, medical history, concomitant condition, concomitant drugs, lab data, new events - abnormal bleeding (vaginal, menorrhagia), migraines / headaches,nausea, abdominal pain/cramping, perforation fallopian tube(s) were added. Severity of event abdominal pain was updated to moderate. Event outcome of nausea was recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.